Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported that the insulin pump alarmed unexpected restart. Customer stated the insulin pump froze and got unexpected restart alarm. Troubleshooting was done. Customer's blood glucose was 123 mg/dl. Customer stated that she took out the old battery and reinserted the same battery. Advised the customer that the insulin pump experienced an unexpected restart. Advised the customer to monitor the insulin pump. No further information provided.